Event description:
It was reported that a vent failure occurred during use. There was no patient injury reported.

Manufacturer narrative:
Based on the device log analysis, the reported issue could be confirmed. It was found that the supervisor function of the device detected a deviation of the motor position detection and forced a shutdown of automatic ventilation. The shut-down was accompanied by a corresponding alarm. The ventilator motor was available for investigation at the manufacturer¿s lab and the problem could be confirmed. The motor showed an irregular staring behaviour at low voltage. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The ventilator assembly has been replaced by the draeger service which solved the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has been started; results will be provided within the follow-up report.

Event description:
It was reported that a vent failure occurred during use. There was no patient injury reported.